Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are three (3) large volume infusors experienced external fluid leakage due to damaged injection ports. These issues were detected at the dispensing room before patient treatment. When these issues were found, the user replaced the product, and a new product was used to continue the treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.